Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor tests. The insulin pump had minor scratches on the display window, a cracked case near the the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 130 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.